Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (no power) issue. The reporter stated that 911 protocol was initiated and the patient was taken to the hospital. There is no additional information at this time of this report. This report is being made due to the hospitalization the patient experienced due to an alleged power issue.